Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen keeps turning white and is unreadable. Troubleshooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is unknown. No symptoms reported and therefore no treatment required. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device passed all functional tests including displacement and self tests. No unexpected white or white washed displays were noted. (B)(4).